Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: call service 088 alarms were observed in the black box and alarm history. During the 24 hour duration testing a call service 088 alarm was duplicated. The pump was opened up and moisture induced damage was found on the printed circuit board. Investigation concluded that a call service alarm resulted due to moisture damage.